Event description:
A customer contacted baxter's technical service center and reported that one of the supply bags had fallen and disconnected. There were no alarms reported. The technical service representative assisted the caregiver (cg) to end therapy and remove the cassette. The cg will start over with new supplies. Product surveillance contacted the patient's nurse on (B)(4) 2010. According to the nurse, the patient they worked out a few use error issues with the patient and the patient is doing well. No further issues have been reported. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not being returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.